Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energy pedal footrest. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the foot pedal got stuck when using. The issue was reported to dvstat after completing the procedure. Error 31061 observed in logs on the surgeon side console (ssc) 1 arm swap pedal. The customer indicated that it was the arm swap pedal and the surgeon reported it was sticky. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue continued to persist but the surgeon was able to complete the procedure regardless of the foot pedal issue. This was a dual console system.

Manufacturer narrative:
The footrest was returned for failure analysis and the reported issue was confirmed. In remote fe and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection, the right foot sensor has peeling marks. The footrest was installed into the pca test system. The camera control pedal is not engaging. As a result of these findings, failure analysis was able to conclude that the camera control pedal was found to be the root cause of the reported issue.

Event description:
Refer to h11 for follow-up information.